Event description:
The patient's mother reported the patient's blood glucose has been elevated for 1.5 years. Her normal blood glucose range is 5-10 mmol/l (90-180 mg/dl). On (B) (6) 2009, the patient's blood glucose measured "hi" on her blood glucose monitor and the mother bolused 12 units of insulin through the infusion device. At 9:00 pm, the patient's blood glucose measured "hi" and she bolused another 12 units of insulin through the infusion device. At 10:00 pm, the patient's blood glucose measured "hi" and after contacting the patient's specialist, the mother bolused 20 units of insulin. At 11:00 pm, the patient's blood glucose measured "hi" and the patient was given 16 units of insulin. The patient was taken to the hospital at 11:55 pm and she was given 44 units of insulin. Her blood glucose decreased very slowly. She was released from the hospital on (B) (6) 2009. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.